Event description:
It was reported that the doctor was performing a colon resection and the device misfired, some of staples formed through tissue and some did not. Oversewed the staple line. The pt ended up with a temporary colostomy. The rep reported, the account is unsure if colostomy was a result of the device malfunction or intended for the procedure. A reoperation was performed with another device and the device misfired again (some of staples formed through tissue and some did not). The hosp reprocesses, but unsure if these device were reprocessed. Pt is doing well with no further consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.